Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. After a guide wire crossed the lesion, plain old balloon angioplasty was performed with a 2.0mm balloon catheter. Subsequently, a 3.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, slight resistance was encountered and the device failed to cross the lesion. When the device was removed, it was noted that the distal edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.